Event description:
It was reported by a customer that on (B)(6) 2011 the aiming beam fired straight out of the fiber at 0 joules. Additional information reported by the customer was there were no error codes displayed on the console when the event occurred. The user did not experience any injury from the use of the system. No patient injury was reported.